Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. File indicated that a cartridge and a handpiece were used. Product history records could not be reviewed for the associated monarch lot because no information traceable to the manufacturing documentation was received. File indicated an unapproved viscoelastic. Root cause: the root cause cannot be determined from the investigation. However, the information in the file indicated a failure to follow the dfu. An unapproved viscoelastic was used. Due to the varying viscosities of viscoelastics, the use of an unapproved viscoelastic may result in lens delivery difficulty or lens damage. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/27/2011 by fax and mail. A completed questionnaire was received on 05/31/2011. (B)(4).

Event description:
A surgical coordinator reported an intraocular lens (iol) was exchanged due to the positioning of the lens in the patient's eye. The iol was exchanged for the same model lens. In a follow up with the surgeon, it was reported the lens was noted to be off axis and off sphere power. The surgeon reported the event resolved following the lens exchange. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.